Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately low. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at dinner time he obtained results of 71, 73 and 80 mg/dl on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with insulin and diet and consumed more food or drink in response to the alleged issue. The patient reported that shortly after the alleged issue occurred, he developed a symptom of increased urination, however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient developed a symptom of a serious hyperglycemic event after the alleged issue occurred.